Event description:
The facility reported an infusion pump that underdelivered during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event

Manufacturer narrative:
The device involved was received for evaluation.